Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation. Results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing and dimensions of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing and dimensions of the returned sample. One 8fr angio-seal sts plus device was received for product analysis. The carrier tube assembly and bypass tube were returned along with completely opened aluminum foil pouch. The arteriotomy locator and hemostasis sheath also returned for analysis. Visual inspection revealed that the arteriotomy locator was mated partially with the hemostasis sheath. The bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.108" which was within manufacturer specification. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.317", and was within manufacturer specification. Functional testing was performed, and the bypass tube was reinserted over the carrier tube assembly. There were no anomalies noted during testing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the carrier tube came off, and they were unable to insert the device. When the angio-seal poly-foil pouch was opened, the bypass tube was already displaced slightly. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The blood loss was less than 250cc's. The procedure before deploying the device was acute surgical revascularization. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.